Manufacturer narrative:
Philips service recreated the image store and follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image disk failure caused loss of image storage functionality on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.